Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Reportedly the customer went to the emergency room and was subsequently hospitalized with a bg level of less than 600 mg/dl and an abscess. The customer received intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. Customer was discharged on (B)(6) 2025. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.